Manufacturer narrative:
This report is submitted on november 15, 2019.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (1.5 tesla) and has subsequently had a magnet replacement on (B)(6) 2019.